Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 2.4 inr on the coagucheck xs system while a comparison lab returned as 1.8 inr. No actions were taken based on device results. No adverse event reported. Requested return of suspect system.